Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, the balloon ruptured at 6atm within 10 seconds. Furthermore, it was noted that the rupture was in the form of a pinhole in the middle of the balloon. The device was removed without any problem using normal method. The procedure was completed with a different device. No patient complications reported and the patient was good post procedure.